Event description:
It was reported that the pt was reporting an increase in seizures that is above her pre-vns baseline levels. Diagnostics performed were within normal limits and there was no eri-flag. The physician believes that the device is approaching eos since the pt has been at 3.0ma since 2005. It was also reported by the pt that the magnet was not activating vns properly and electrical "discharges" were not at regular intervals. Review of clinic notes from neurologist's office indicated that the pt was experiencing frequent auras, but some were associated with her knee surgery that she had over the summer. He also noted that her recent seizures have not included her typical prodromal symptoms, usually nausea and lip smacking and there was no warning. A recent seizure was described when she was at the store, where she grabbed hold of the shopping cart and had a blank stare. The seizures was followed by headaches and later nausea and vomiting. The pt reports of having 1-2 of these seizures per day and possible some during her sleep. The pt also reports some "difficulty with breathing during sleep." The vns was interrogated and reprogrammed at the appointment. Pulse width was increased from 250 to 500 microseconds. At a later appointment , the pt reported that she noticed increased intensity of vns discharges for a couple of days then it improved. She was also started on lyrica at that time and complained of dizziness and fatigue for a couple of days. The pt indicated that she awoke that morning with the odd feeling that has preceded some of her more severe seizures. She did not go into a seizure, but felt like the magnet was not activating her vns properly, in addition, she felt that it was not discharging at regular intervals properly. The physician indicated that he believes her device is approaching eos and will need a battery replacement. Battery life calculation resulted in approximately 0.36 yrs until eri=yes. The pt was referred to surgeon for battery replacement. Good faith attempts to obtain additional info have been unsuccessful to date. The cause for the change in seizure pattern and increase in seizures is unk at this time so no conclusion can be drawn. The relationship of the increase and change to that of the device or therapy is unclear. There is no suspected device failure at this time.